Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. High pacing threshold and diaphragmatic stimulation was observed on the right ventricular lead at high output. The sensing and impedance values were normal. The right ventricular lead was explanted and replaced. The patient was asymptomatic and stable throughout.

Manufacturer narrative:
The reported events were physician suggested perforation which is a variant of dislodgement with elevated capture threshold and diaphragmatic stimulation. A complete lead measuring 64.8cm with the helix retracted was returned for analysis in one piece. The reported event of elevated capture threshold was not confirmed. The damage was found sustained during surgical procedure. The lead was otherwise normal.

Event description:
New information received states that physician suspected perforation which was a variant of dislodgement. Fluoroscopy was used during extraction and replacement.